Manufacturer narrative:
The investigation is in progress. The device history record for the affected lot could not be reviewed since the lot code is not known. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the forceps did not actuate properly during a procedure. The forceps were removed from the pt's eye in the open position causing a tear. Add'l info has been requested.